Event description:
It was reported that during a coronry stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 90%, non calcified, de novo distal right coronary artery (rca) lesion. The lesion was not predilated. The physician was able to deliver express2 mr 4.5 x 20 mm stent to the lesion and inflated the balloon. The physician noticed the balloon took longer to inflate the balloon, roughly 30 seconds to inflate to 8 atms. The physician noticed the balloon inflated at 10 atms and the stent was successfully deployed. Then the physician was unable to deflate the balloon. A new inflation device was attached and depsite numerous attempts to inflate and deflate, the balloon would deflate. The physician tried to rupture the balloon at 20 atms, however reported the proximal shaft of the balloon catheter rupturing instead of the balloon. The physician inserted a 11fr sheath and removed the inflated balloon from the pt. While the balloon was inflated the pt complained of chest pain and had st elevation per EKG. The pt suffered an acute myocrdial infarction and was treated medically. The pt was discharged to home with medical treatment.